Manufacturer narrative:
(B)(4). Additional information has been received which was not included with the initial report. The information has been provided with this report.

Event description:
Customer stated that they had been off the insulin pump for six weeks from report date which is greater than 48 hours.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that customer was ended up in the hospital due to high blood glucose on unknown date with blood glucose of 800 mg/dl. Customer treated with manual injection. It was unknown whether the customer was using automode. The insulin pump will not be returned for analysis.